Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the outflow graft was not returned for evaluation. The reported event could not be confirmed due to insufficient evidence. Based on the limited information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events, the most likely root cause of tears or cuts in the outflow graft has been attributed to design issues. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient preexisting outflow graft tear requiring re-initiation of bypass for repair in operating room (or). The pump remains in use. No patient complications have been reported as a result of this event.